Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned cr tibial articular surface provisional top confirms that the device exhibits signs of repeated use like gouge marks and dents and also fractured on the left condyle. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the provisional fractured during the trialing process of a knee arthroplasty.